Event description:
It was reported by the user site that during a selenia dimensions 3d procedure on (B)(6) 2026, skin calcifications did not appear in the correct anatomical location on the images as noted by the site radiologist. The user site reported that for both the images with skin calcifications on two separate view settings, instead of the skin calcifications being at the outside of the skin, the skin calcifications were on the center of the breast tissue. The user site reported that the skin calcifications were showing at the mid-point on tomosynthesis images. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the device breast thickness measurement was offset by 1.7 cm from the center. The fse performed various calibration procedures including compression force, thickness, paddle offset, and paddle calibrations. The fse reported that the thickness measurement was still offset by 1.7cm after recalibration was performed.